Event description:
The customer reported a leak from the baths inside a coulter act diff 2 analyzer. The instrument generated a vacuum error at the time of the leak. The volume of the leak is not known and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer found a clot in the drain line to the baths, which was causing the baths to overflow. The customer flushed the drain lines, resolving the leak. In addition, the customer replaced the air filter and emptied the foam trap as preventative maintenance.

Manufacturer narrative:
The customer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched to evaluate the instrument. (B)(4).